Manufacturer narrative:
The reported complaint was duplicated and attributed to an "older generation" oxygen regulator being used with this device that did not monitor the excessive high level of pressure causing the 02 tube to become disconnected from the spm1 board. The regulator is not part of the ventilator or distributed by zoll. The tubes were reconnected, the device passed final testing and was recertified for clinical use. It is important to note: new generation of regulators were distributed to the customer to resolve this problem condition. This claims has been closed as device meets specification. Please reference similar claims under medwatch reports; 2242630-2016-00022, 2242630-2016-00020, 2242630-2016-00019.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, oxygen was changed to another source and the supply of oxygen was inappropriately interrupted, device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.